Manufacturer narrative:
Other, other text: one fluid warmer was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found to be in fair physical condition. Device underwent functional testing, confirming the reported customer complaint. Device leaked at the bottom of the tank cover; problem source determined to be user interface for overtightening the screws in the tank cover and possibly dropping the device.

Event description:
Information was received indicating that a smiths medical device was leaking. There were no reported adverse events reported.